Event description:
Pvp scheduled in cysto room. When doctor would fire the laser, the video screen would completely white-out. He was unable to visualize the prostate tissue as he was vaporizing. During the procedure, a call was made to laserscope. The rep recommended swapping disks, cameras, light sources and finally laser fibers. None of the recommendations cleared the problem. Doctor also felt that the output from the laser machine was not adequate to vaporize the tissue. The appearance of the lasered tissue was not what it normally looked like after being lasered. He also tried a 30 watt setting to coag and he was unable to get the bleeding to stop. The procedure turned into a turp. The out-patient was admitted as a 24-hour observation with a 3 way foley catheter. Apparently, another md has had the same type of problems. He did not feel the tissue was vaporizing as easily and they were experiencing some of the same video white-outs. At the time, not recognized as the same type of problem.